Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported having multiple fill tubing issues while trying to load her cartridge. Tandem technical support assisted customer in loading a new cartridge. Customer was able to load the cartridge successfully and resume insulin. Customer's blood glucose lever were not impacted.